Event description:
A patient reported blood glucose results of 351, 583, and 351 mg/dl with a lifescan meter, performed witin 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20 % and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.